Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 460 mg/dl. Customer was treated with shots. Customer was offered to troubleshoot for high blood glucose but declined. Customer checked her bolus history again she did find the missing bolus. Customer stated that she has had issue with bent cannulas and advised to speak with healthcare provider.